Event description:
Complaint alleged that the foot end brake pedal linkage was broken, could not set foot end casters in the brake position.

Manufacturer narrative:
Tech performed pm on this bed. Found: broken foot end brake pedal linkage. Foot end casters could not be locked in the brake position. Installed a brake / steer upgrade kit (pn (B)(4)) to resolve this issue.